Event description:
Infusion pump delivered fluid at a rate faster than set on the pump & was found with air in the tubing. Pump allowed air bubbles smaller than 300 microliters to pass without alarming. Pt coughing. Suspect may have had air embolus.